Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Visual inspection of the returned controller revealed that the pins of power port one were heavily contaminated. Functional testing revealed that power port one was inoperable. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported power switching and inoperable power port events were confirmed. There is no evidence that lubrication servicing was performed on the reported devices. Additionally, log file analysis revealed normal discharge rates of the batteries when in use. As a result, the reported ¿power draining faster on the batteries¿ could not be confirmed. The patient may have perceived the momentary disconnection as battery draining fast. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. Which can be correlated to the contamination on the cont roller power port. An internal investigation examined momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Battery / (B)(4) / model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Battery / (B)(4) / model #: 1650 / expiration date: 2016-12-31. UDI #: (B)(4). Mfg date: 2015-12-31. (B)(4). Battery / (B)(4)/ model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the batteries and controller. It was further reported that the power was draining faster on the batteries, and a power source was unable to be connected to port one of the controller when examining the controller in clinic. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.